Event description:
Senseonics was made aware of a hypoglycemia event due to alleged sensor inaccuracies . User did not specify exact date and time but mentioned that the blood glucose (bg) value was 48 mg/dl and sensor glucose (sg) value was 90 mg/dl. User mentioned that they did not receive low glucose alert. User did not require any medical attention and did not self treat.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The transmitter was not requested to be returned for evaluation as it was still being used by the user. The investigation was performed on the user's data available on data management system (dms). Based on the review of the glucose plot, the date and time of the reported event could not be confirmed in dms. The reported event did not match the data in dms, and therefore it was not possible to confirm the event. Around the same time of the event reported, the system performance was reviewed, and it was performing within acceptable parameters. No further investigation was found necessary for this complaint.